Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that event happened prior to a craniotomy. There was no delay and no patient involvement. Procedure was completed by switching to a different unit.

Event description:
It was reported that the device had an axis misalignment. No additional information was provided.

Manufacturer narrative:
H3, h6) the attachment was returned to the manufacturer for evaluation. After testing, the reported issue was not confirmed. However, it was also observed that the tool burr cannot be inserted due to breakage/broken of the tip bearing. In addition, deterioration of the color code was observed. Codes b01, c07, c070603, and d02 are applicable. A1-5: patient information cannot be provided due to regional privacy regulations. Section e: initial reporter information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.